Manufacturer narrative:
We were unable to perform displacement test due to missing retainer. Received missing o-ring, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, keypad overlay texture damage, cracked select button keypad overlay, missing display window cover and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a damage crack battery and reservoir. The customer's blood glucose was unknown. The customer agreed to return insulin pump for analysis.